Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as "improper shutdown" messages. However, it cannot be confirmed if the log events are user-induced or due to device failure. Evaluation observed no issues upon using a known good battery with a known good alternating current (ac) power adaptor and the device functioned properly without any restarting on its own. The customer did not provide the battery module or power cord with the device for testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a loose battery connection that would cause the pump to restart. The problem occurred during charging in the central sterile supply department. There was no patient involvement. No additional information is available.